Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip, liquid crystal display window and belt clip slot and minor scratches on display window.

Event description:
It was reported that the keypad of the customer's insulin pump was unresponsive. Her blood glucose was 216 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.